Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). "Lot number is for current box of wafers. Could not obtain lot number for box of wafers when event occurred."

Event description:
Customer reports scattered redness under the hydrocolloid tape collar and this area bleeds at times when removing his wafer. No active bleeding noted at this time. Customer reports peristomal redness under the mass from 2:00-10:00 o'clock which extends outward approximately 25mm. He does experience some bleeding from this area when removing his wafer. No active bleeding noted at this time. End user has been using a drainable pouch instead of a urostomy pouch. He usually changes his wafer every 2-3 days. He uses stomahesive paste to his peristomal skin. He sometimes uses adhesive remover to his peristomal skin but he is unsure of the name manufacturer. He uses lever soap to cleanse his peristomal skin. He uses barrier wipes or spray to his peristomal skin. Lot number is for current box of wafers. Could not obtain lot number for box of wafers when event occurred. Product use and skin care instructions provided.